Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). A device history record review was performed on part # 245.081 and lot # 7979081: manufacturing location: (B)(4), manufacturing date: 17.jul.2012. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that to repair both bone forearm fracture, open reduction internal fixation was performed on (B)(6) 2016 and the surgery was completed satisfactory. Upon follow up x-ray, it was determined that reconstruction plate broke and non union was present. Revision surgery was performed on (B)(6) 2017 to remove all the hardware and new plate and screws were implanted. Procedure was completed successfully. Explanted screws were intact. Concomitant medical products: 2.7 cortex screw (part # unknown, lot # unknown, quantity # 1), 3.5 cortex screws (part # unknown, lot # unknown, quantity # 7). This is report 1 of 1 for complaint (B)(4).